Event description:
Doctor reported a file separated in canal during procedure. The pt was referred to a specialist who performed an apicoectomy; the separated piece was not successfully retrieved, however. The pt is reported as doing fine.